Event description:
Consumer alleges her humidifier emitted smoke and burned the carpet. No injuries were reported with this incident.

Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.